Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that during testing. The device failed the flow test 3 times. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed minor scratches on the lcd window and lens screen, and a bubbled downstream occlusion sensor seal. Functional testing involved accuracy testing. The device did not pass the accuracy testing. The investigation determined that the expulsor being out of mechanical specification was the cause of the reported issue. The expulsor was replaced to correct the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. D3, g1, g2 email address: regulatory.responses@icumed.com.